Manufacturer narrative:
The product was returned for analysis and the reported complaint cannot be confirmed. A used cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge has been placed into a handpiece. No cartridge damage observed. Iol returned loose in a clear zip lock bag. A significant amount of solution is dried on both surfaces of the optic and haptics. No damage observed to the haptics and optic. The iol met specifications when dimensionally measured for edge thickness and plan view. The reported complaint cannot be confirmed as no damage was observed to the iol. The reported complaint is lacking in relevant information such as associated viscoelastic used to complete a thorough investigation and to identify a root cause. The returned iol shows evidence of possible handling by the customer due to the presence of solution and how it was returned loose in a clear zip lock bag. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the lens ejected early and did not make it into the patient's eye. The sample is available. Additional information has been requested.